Event description:
Event description guidant received information that this patient's right ventricular threshold measurements had increased and an impedance measurement greater than 2300 ohms was observed.